Event description:
A customer contacted beckman coulter inc. (Bci) in regards to 3-way valve motion errors on immage 800 immunochemistry system. No incorrect result or customer biohazard or chemical exposure was noted.

Manufacturer narrative:
Bci field service engineer (fse) observed leaking from the damaged valve. The fse replaced the valve, which resolved the issue. Leaking hardware may cause incorrect results or operator exposure to chemicals or biohazards upon recurring.